Event description:
It was reported to philips that the exposure footpedal was intermittently sluggish, causing exposure delays on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed a reboot and is awaiting customer response for further troubleshooting. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).